Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed multiple unknown errors. This is all the information at this time. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed an "02 valve fault - 2011" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference section b5 and h6: medical device problem code. Evaluation results: the customer's report was observed during review of the device history logs. However, the device was put through extensive testing including functional and stress testing without duplicating the report. An internal inspection found no discrepancies. The smart pneumatic module board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.